Event description:
As reported by the user facility: (B)(4), serial # unknown, 1 item. Reports continuous infusion tpa scheduled to infuse over 2 days, infused over 8 hours. Reports nurse set up pump to infuse and believed she had started infusion as she saw drips in drip chamber. There was no alarm from pump to push start button, entire bag infused in 8 hours. Patient injury is unknown. Customer did not sequester pump instead took all 240 infusomat pumps out of service. Received additional information from sales representative via email to add to report: I have a few more answers to the questionnaire. Patient's medical condition: patient is still inpatient. To what extent was the patient injured: limited or minor...he was in severe condition when initially admitted. Change in the date of the occurrence: the rapid infusion occurred on (B)(6) 2012 at 4 pm. The rapid infusion was detected before midnight. Tpa should have been delivered over a 24 hour period; 1/3 should have been infused but was empty. What if any actions were taken on the pump: not sure what happened with the device. It was noted that they removed all 240 pumps. At what rate and volume was the device set to deliver/infuse: volume - 300 mls - rate - 6 mls per hour. How much solution was remaining in the IV container: none/empty.

Manufacturer narrative:
(B)(4). B. Braun (B)(4). (Importer) is submitting this report on behalf of b. Braun (B)(4)(manufacturer). This report has been identified as b. Braun (B)(4). The actual device involved in the event has not been returned to the manufacturer. As a result, to date the pump or pump logs have not been received; therefore, the exact cause of the reported incident could not be determined. Without having the actual pump returned, a thorough investigation could not be performed. No specific conclusions can be drawn. Additional information received from the facility indicated that the IV set was mis-loaded. The IV set tubing was loaded across the face of the pump however the clamp on the set was not fully inserted into the green safety clamp position in the pump. As a result, the safety clamp did not engage the anti free flow clip when the door was closed which resulted in the free flow. All available information has been forwarded to the device manufacturer. If the pump or logs are returned for evaluation and/or additional pertinent information becomes available, a follow up report will be submitted.